Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized for atrial fibrillation (af) and high ventricular response rates. Crosstalk was noted upon device interrogation and the left ventricular lead was found to be dislodged in the atrium via diagnostic imaging. The dislodgment was suspected to be related to the af so the lead was deactivated until the revision procedure, where the lead was explanted and replaced. The patient was in stable condition.